Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A parent via chatbot stated that their daughters toothbrush head kept coming off in her mouth, creating a choking hazard. The metal spindle appeared to be missing from the top of the toothbrush, which is meant to keep the head on. No injury was reported.